Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water was unable to be injected into the inflation lumen with the syringe during pretest.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and evaluated. Visual inspection of the exterior of the sample found a dented shaft, which can cause difficultly when inflating with water. However, the dent was not permanent, and was released. Evaluation found that the catheter can be inflated without difficulty. Dissection of the catheter found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿insert catheter into the urethral meatus, and advance it until balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (B)(4).

Event description:
It was reported that water was unable to be injected into the inflation lumen with the syringe during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water was unable to be injected into the inflation lumen with the syringe during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water was unable to be injected into the inflation lumen with the syringe during pretest.